Event description:
When opening and inspecting the bd insyte autogaurd bc 22gax1.00 in ref number 382523, the needle was protruding through the catheter (not the lumen of the catheter). This was unusable and potential hazard to the patient if not noticed prior to starting an IV.